Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an issue with the ECG cable and battery. There was no patient involved.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse stated that the cable was loose and was reseated. The battery was not meeting the test requirements and requires replacement. However, the customer has not authorized a purchase order at this time. The unit is not currently in use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an issue with the ECG cable and battery.